Manufacturer narrative:
Based on the information provided, this report is being filed due to possible user error. It was confirmed that no injury occurred to the patient or bystanders. Device labeling, available in print and online, states: -ensure the electrical installation of the room complies with the appropriate national electrical wiring standards. To avoid the risk of electrical shock, this product must be connected to a grounded power receptacle. -do not operate this product if it has a damaged power cord, power supply or plug. If these components are worn, damaged, contact kci. -do not connect this product or its components to device not recommended by kci. -keep this product away from heated surfaces. -although this product conforms to the intent of the directive 2004/108/ec in relation to the electromagnetic compatibility, all electrical equipment may produce interference. If interference is suspected, move equipment away for sensitive devices and contact kci. -avoid spilling fluids on any part of the product. -fluids remaining on the electrical controls can cause corrosion that may cause the electronic components to fail. Component failures may cause the unit to operate erratically, possibly producing potential hazards to patient and staff. If spills do occur, unplug the unit immediately and clean with an absorbent cloth. Ensure there is no moisture in or near the power connection and power supply components before reconnecting power. If the product does not work properly, contact kci. -use only the power supply provided with the therapy unit. Using any other power supply may damage the therapy unit. If environmental conditions (specifically, low humidity) pose a risk of static electricity, take care when handing the therapy unit while it is plugged into an ac wall outlet. In rare instances, discharge of static electricity when in contact with the therapy unit may cause the touch screen to darken, or the therapy unit to reset or turn off. If therapy does not restart by powering the unit off and then on, immediately contact kci. To isolate the therapy unit from the supply mains, unplug the ac power cord from the wall outlet.

Event description:
On (B)(6) 2017, the following information was reported to kci by the customer: "the cable started to smoke, almost went on fire." On (B)(6) 2017, the following information was reported to kci by the nurse: no harm or injury occurred to the patient or bystanders, and no fire occurred. On (B)(6) 2017, the following information was reported to kci by the customer: she alleged a small amount of smoke was noted and confirmed no sparking or fire occurred with no harm or injury to the patient or bystanders. She noted the plug appeared "a little bit melted" once removed. On oct 27 2017, the device and power cord was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, post patient placement, kci quality engineering reviewed images that exhibited evidence of physical damage to the dc brick. The damage is likely caused by customer misuse as the images show the power supply brick is cracked and misaligned when viewed from the side and front. This power supply was in a non-damaged and operating condition upon delivery to the customer. The v.a.c.ulta¿ therapy system user manual states to not use damaged power supplies and to contact kci.